Manufacturer narrative:
Conclusion: an event of a device embolism was reported. The device was not received for analysis therefore no visual inspection or function testing of the actual device could be conducted. A device history review (DHR) revealed no deviations. The device passed all visual and functional tests and met all specifications at the time of production. No deviations were found in the inspection protocol. Packaging and shipping were according to process. The environmental conditions were within limits during storage. Per the information provided by the customer the defect was measured to 9 millimeters (mm) by transesophageal echocardiogram (tee) and a 9 mm device was used. Per the instructions for use (IFU) use of a 9 mm device would be borderline for the defect size and an improper size could lead to a device embolism. Per the physician the embolism was likely due to using the wrong size of occluder for the patient. However, no further images were provided to confirm the defect size or correct positioning thus no further analysis regarding device size or positioning could be conducted. Based on the investigation findings a device related failure could not be determined. The root cause of the event was unable to be conclusively determined.

Event description:
It was reported that prior to the implant of this 9 millimeter (mm) atrial septal defect (asd) occluder, the defect was measured to 4 mm by 9 mm using transesophageal echocardiography (tee). Access was gained through the right vena femoralis (rfv). While implanting the occluder, the device was deployed successfully and an optimal implant position was established. Both sides were subjected to pushing and pulling to confirm stability within the atrial septum. The position and stability were also confirmed via tee and multiple tensile tests. While removing the introducer system it was noted that the occluder on the edge of the superior vena cava (svc) had changed position. Shortly afterward the occluder embolized through the left atrium, the left ventricle, and the aorta up to the abdominal aorta. An access site was created hrough the right vena femoralis and the occluder was grapsed with a retrieval system and removed via the arterial catheter. The puncture wounds were treated and the procedure was aborted. The patient was discharged and a future procedure was planned. Per the physician the embolization was likely due to an incorrect size of the occluder. No further patient complications were reported.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the implant of this 9 millimeter (mm) atrial septal defect (asd) occluder, the defect was measured to 4 mm by 9 mm using transesophageal echocardiography (tee). Access was gained through the right femoral vein (rfv). While implanting the occluder, the device was deployed successfully and an optimal implant position was established. Both sides were subjected to pushing and pulling to confirm stability within the atrial septum. The position and stability were also confirmed via tee and multiple tensile tests. While removing the introducer system it was noted that the occluder on the edge of the superior vena cava had changed position. Shortly afterward the occluder embolized through the left atrium, the left ventricle, and the aorta up to the abdominal aorta. The occluder was captured through the existing rfv access site and removed via the arterial catheter. The puncture wounds were treated and the procedure was aborted. The patient was discharged and a future procedure was planned. Per the physician the embolization was likely due to an incorrect sizing of the occluder. No further patient complications were reported.